Manufacturer narrative:
Unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported issue. It was determined that the expulsor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported "volumetric calibration." There was unknown patient involvement.